Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to clamp a vessel during an open breast lumpectomy, the device failed to load a fireable clip properly. The second device was used to complete the case. There was no patient injury.